Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4,g7, h2, h3, h4, h6, h10. Unique device identifier: (B)(4). Device history record review: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the item. The unit was received with the lock having rotational and lateral movement requiring replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock of the mayfield skull clamp (a1059) was not locking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.